Event description:
It was reported that the device was at elective replacement indicator (eri) after being implanted less than 5 years. It was also reported that the right ventricular lead showed a sudden impedance increase, high impedance, oversensing, and noise on the electrograms. Fracture was suspected. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.